Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analyis of the device memory indicated there was a low telemetry battery voltage. Gray bar confirmed on (B)(4)-2016. Right ventricular defibrillation impedance steady at approximately 29 ohms through (B)(4)-2016, spikes out of range on (B)(4)-2016; 3159 venticular sensing integrity counter (sic) since last session 0.8 days ago.

Event description:
It was reported that prior to implant the device was interrogated and the battery bar was gray with pre-implant indication. The device was not used. No patient complications have been reported as a result of this event.